Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). *patient's height: 162cm. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse removed the covers and manually disengaged the unit. The fse found a loose nut that blocked movement of the disengagement mechanism. The fse reinstalled the nut, and tightened the surrounding nuts on the disengagement mechanism. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) will not lock into base. Customer couldn¿t fully disengage the rescue portion of the console from the hospital cart. Troubleshooting was unsuccessful and the rescue portion remained ¿stuck.¿ they were able to slightly disengage it and reengage it into the cart noted by three audible tones and the hybrid icon, however, they were unable to get it to disengage farther than about an inch. There was no patient harm reported.